Event description:
It was reported that during device unpacking, the tip of the device detached. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated as (B)(6) 2012. Evaluation summary: the device was returned for evaluation and the reported tip damage was confirmed. The tip was torn at the distal end of the distal seal and still intact by a piece of material. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.